Event description:
After repositioning for a diaphyseal clavicle fracture, the surgeon implanted an lcp seven-hole clavicle plate with three screws at the proximal side. Two screws were implanted at the distal side and one screw was implanted for middle-third fractures. While drilling and inserting the screw for the distal fractures, the third hole from the distal one, the screw broke off near the head of the screw. The surgeon felt that the screw was nearly fastened as the screw head touched the plate. Due to an anterior/posterior oblique fracture, the surgeon inserted the screw in a posterior direction. He destroyed the posterior bone with the k wire in order to remove the screw.

Manufacturer narrative:
This device is used for treatment not diagnosis. The measurable dimensions of the broken cortex screw could not be checked due to the damage. The examination of the raw material testing certificate and the manufacturing paper showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The investigation of the complained screw shows no irregularities. It is supposed that simply too much applied mechanical force well beyond its calculated design caused the breakage of the head during insertion.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.